Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 300cc smooth mentor memorygel breast implant, catalog # 3543007mc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a 300cc smooth mentor memorygel breast implant and experienced postoperative left-sided rupture, confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 04-dec-2019, mentor received the suspect medical device. On (B)(6) 2019, mentor became aware that the patient was also diagnosed with bilateral capsular contracture baker grade IV. As a result, the patient underwent explantation without replacement on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed rupture and capsular contracture. During visual inspection of the device it was observed a parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Within shell wear a tear was observed, measuring approximately 7.0 cm. No other anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The shell wear failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).